Manufacturer narrative:
The reported event was unable to be reproduced. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's procedure was abandoned because the generator would not reach the appropriate temperature and had a grounding pad malfunction. There were no adverse consequences to the patient.